Manufacturer narrative:
E1: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that nurse performed a port needle insertion procedure. It was found that there was slight bleeding from the implanted venous access system. After wiping with a cotton swab, the bleeding persisted. The nurse explained the situation to the patient, removed the needle, replaced it with a new implanted venous access system, and performed the puncture again.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.